Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nail head elements: fns bolt/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on unknown date, the patient underwent the open reduction internal fixation with the fns for the fracture of the femoral neck. The surgery was completed successfully without any surgical delay. After the surgery, cut-out occurred. Therefore, the removal surgery and the bipolar hip arthroplasty will be performed on (B)(6) 2022. The sales rep has not been able to obtain the surgeon¿s viewpoint on the cause of the cut-out in this event yet. No further information is available. This report is for (1) unk - nail head elements: fns bolt. This is report 2 of 4 for complaint (B)(4).